Event description:
A manufacturer field service representative reported that the device was missing a component during a demo visit at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.